Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('essure bulged through skin.') In a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic,pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), urinary tract infection ("uti"), migraine ("migraine"), headache ("headaches"), rash ("rash"), vulvovaginal mycotic infection ("yeast infection"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), staphylococcal infection ("(B)(6)/staph infection") and fatigue ("fatigue"). Essure treatment was not changed. At the time of the report, the perforation, pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, female sexual dysfunction, menorrhagia, allergy to metals, psychological trauma, urinary tract infection, migraine, headache, rash, vulvovaginal mycotic infection, metrorrhagia, staphylococcal infection and fatigue outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, perforation, psychological trauma, rash, staphylococcal infection, urinary tract infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: plaintiff received treatment for allergy, bladder/urinary problem,other injuries/symptom. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : previously reported event injury was deleted and was updated to new events. Following events were added : chronic pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), apareunia, menorrhagia, nickel allergy,psych injury,uti, migraine, headaches, fatigue, rash, yeast infection, essure bulged through skin, plaintiff did not undergo essure confirmation test, (B)(6) infection, fatigue. Reporter information added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('essure bulged through skin.') In an adult female patient who had essure (batch no. A45113) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plantiff did not undergo essure confirmation test." On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general)"), staphylococcal infection ("mrsa unknown site"), pelvic pain ("chronic,pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), urinary tract infection ("uti"), migraine ("migraine"), headache ("headaches"), rash ("rash"), vulvovaginal mycotic infection ("yeast infection"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), fatigue ("fatigue"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), tooth disorder ("dental problems"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), weight fluctuation ("weight fluctuation"), pain in extremity ("leg pain") and pain ("body pain"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, staphylococcal infection, pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, female sexual dysfunction, menorrhagia, allergy to metals, psychological trauma, urinary tract infection, migraine, headache, rash, vulvovaginal mycotic infection, metrorrhagia, fatigue, bladder disorder, urinary tract disorder, tooth disorder, nausea, vaginal discharge, weight fluctuation, pain in extremity and pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, pain, pain in extremity, pelvic pain, perforation, psychological trauma, rash, staphylococcal infection, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vulvovaginal mycotic infection and weight fluctuation to be related to essure. The reporter commented: plaintiff received treatment for allergy, bladder/urinary problem,other injuries/symptom. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: pfs received- new event leg pain and body pain were added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('essure bulged through skin.'), genital haemorrhage ('abnormal bleeding (general)') and staphylococcal infection ('mrsa unknown site') in an adult female patient who had essure (batch no. A45113) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), staphylococcal infection (seriousness criterion medically significant), pelvic pain ("chronic,pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), urinary tract infection ("uti"), migraine ("migraine"), headache ("headaches"), rash ("rash"), vulvovaginal mycotic infection ("yeast infection"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), fatigue ("fatigue"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), tooth disorder ("dental problems"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and weight fluctuation ("weight fluctuation"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, staphylococcal infection, pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, female sexual dysfunction, menorrhagia, allergy to metals, psychological trauma, urinary tract infection, migraine, headache, rash, vulvovaginal mycotic infection, metrorrhagia, fatigue, bladder disorder, urinary tract disorder, tooth disorder, nausea, vaginal discharge and weight fluctuation outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, perforation, psychological trauma, rash, staphylococcal infection, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vulvovaginal mycotic infection and weight fluctuation to be related to essure. The reporter commented: plaintiff received treatment for allergy, bladder/urinary problem,other injuries/symptom. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('essure bulged through skin.'), genital haemorrhage ('abnormal bleeding (general)') and staphylococcal infection ('mrsa unknown site') in an adult female patient who had essure (batch no. A45113) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plantiff did not undergo essure confirmation test.". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), staphylococcal infection (seriousness criterion medically significant), pelvic pain ("chronic,pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), urinary tract infection ("uti"), migraine ("migraine"), headache ("headaches"), rash ("rash"), vulvovaginal mycotic infection ("yeast infection"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), fatigue ("fatigue"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), tooth disorder ("dental problems"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and weight fluctuation ("weight fluctuation"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, staphylococcal infection, pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, female sexual dysfunction, menorrhagia, allergy to metals, psychological trauma, urinary tract infection, migraine, headache, rash, vulvovaginal mycotic infection, metrorrhagia, fatigue, bladder disorder, urinary tract disorder, tooth disorder, nausea, vaginal discharge and weight fluctuation outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, perforation, psychological trauma, rash, staphylococcal infection, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vulvovaginal mycotic infection and weight fluctuation to be related to essure. The reporter commented: plaintiff received treatment for allergy, bladder/urinary problem,other injuries/symptom. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: lot number was added. Reporter information updated. New events " abnormal bleeding (general), bladder or urinary problems or changes, dental problems, nausea, vaginal discharge, weight gain/loss: weight fluctuation, mrsa infection unknown site" were added. Severity of event "abdominal pain" updated as "severe". Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.